Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The aortic neck was 13.5 mm in length. It was 25 mm in diameter proximally and 27 mm distally with moderate angulation of 30 degrees and moderate thrombus/calcification. The aortic bifurcation was 18 mm in diameter. The left iliac was 10 mm and the right was 11 mm in diameter. The external iliac arteries were 7 mm on the left and 9 mm on the right. There was moderate iliac calcification bilaterally. It was reported that after the stent graft was deployed the tapered tip caught a strut on the bare metal segment during withdrawal and bent the strut. The spindle was fully captured prior to removal of the delivery system. It appeared that the top of one of the struts was not fully opposed to the aortic wall allowing the nose cone to catch it upon withdrawal. The physician was able to remove the delivery system after trouble shooting. The bifurcated stent graft did not move. An endurant 32x32x49 cuff was placed in the proximal neck to protect against potential perforation due to the bent strut. No endoleaks were present on final angio. No clinical sequelae were reported and the patient is fine.